Event description:
Event description guidant received information that the tip of this guidewire separated when it was removed from the lead. A zipping sound was noted during the removal of the wire. In addition, the tip of the guidewire could not be located following removal.